Event description:
Healthcare professional reported via nbir a left side removal due to "capsular contracture, baker grade-3." Device has been explanted and replaced.

Manufacturer narrative:
Continued initial reporter: national breast implant registry (nbir). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade-3.